Manufacturer narrative:
During the as received visual inspection, the distal shaft was bent and twisted in the neutral position. A bump was also noticed near the proximal end of e4 ring electrode. During functional curve check, both the right and left steering curves did not meet specs as the right and left curves deflected in the opposite direction. A twist test was performed and the curve did not spring back in the original position. The bump near e4 ring electrode appears to be larger during deflection. The distal tubing was dissected and the distal assembly was inspected with 10x microscope and found that the center support was kinked and broken within the kevlar assembly. A twist test was performed after the distal tubing and part of the kevlar assembly was dissected and confirmed that the kevlar assembly was rotating within the shrink tubing. All the components within the support sleeve verified normal during twist test. There were no related mfg issues identified during the DHR review. The center support failure occurs when a strain rate in excess to the yield point of the metallic center support occurs. The stress imparted onto the center support while the distal section of the catheter is being manipulated in such a manner may ultimately stress the metallic center support beyond the inherent yield strength of the material. Once the center support failure occurs, the catheter will no longer steer smoothly through its specified range, f/u info from the sales rep revealed that the physician lost the ability to steer in both directions after 30 minutes after beginning the procedure. Per sales rep, upon noticing the loss of steering, the physician removed the catheter from the body and manipulated the distal section of the catheter in an attempt to fix the curve. This manipulation appeared to remedy the steering problem and the procedure was continued; however, steering became compromised again and the physician attempted to manipulate the distal section a second time, however, steering was still compromised. The catheter was removed and the procedure was continued with a different device. There was no indication of any pt injury reported by the physician after the removal of the device. The manual manipulation of the distal section of the catheter outside of the pt by the physician may have caused excessive stress on the center support, causing it to break. Precautions are stated in (B) (4) dfu 90193394; "excessive curves or kinking of the catheter may damage internal components and affect steering performance". Based off the investigation details of the complaint and f/u info, the most probable root cause for this complaint is user error.

Event description:
It was reported to boston scientific on 02/27/2009, that, 'during catheter manipulation, the physician lost the ability to steer in both directions.' On 04/16/2009, the device was analyzed in boston scientific. During investigation, the distal tubing was dissected and it was found that the center support was kinked and broken within the kevlar assembly. This complaint is now considered a reportable event, as there have been two previous reportable events for a similar failure (MDR 2953184-2008-00044 and MDR 2953184-2008-00045).